Manufacturer narrative:
H.6. Investigation: customer returned (81) used 32gx4mm bd pen needles without tear drop labels or inner shields attached. Customer reported bad needles. All 81 returned pen needles were examined and the following was observed: - 66 pen needles with bent non-patient end (npe) cannulas; 23 of these pen needles also had bent patient end (pe) cannulas - 13 pen needles with broken npe cannulas; 2 of these pen needles also had bent pe cannulas - 2 pen needles with a straight npe and pe cannulas no evidence of manufacturing defect was observed on the returned pen needles. Since all 81 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas, broken npe cannulas, and bent pe cannulas is user error when using the pen needles. User error when attaching the pen needles to a pen injector may result in bent or broken npe cannulas. User error when removing the inner shield or re-attaching a cover to an unshielded pen needle may result in a bent pe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that 79 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced difficult operation or not working/functioning during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8047615 and 8281678 I have not spoken with the consumer letter received in office 2019-12-10 date on letter (B)(6) 2019 lot: 8047615 (3 boxes) 59 pen needles affected lot: 8281678 (2 boxes) 20 pen needles affected per letter sent in and attached to file here's another letter of bad needles for you! I have sent 2 letters to notify you of your product failure. I use bd ultra fine pen needles at 5 shots a day unless failure of your product. This is 79 out of 500 failure rate which is 16% which is very unacceptable for any company. I buy this product from a pharmacy and use 150 needles in 30 day if it doesn't work it goes up. I feel the need to be compensated for loss of bad needles, pain and suffering and time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8047615, medical device expiration date: na, device manufacture date: 2018-04-17, medical device lot #: 8281678, medical device expiration date: 2023-10-31, device manufacture date: 2018-11-21.

Event description:
It was reported that 79 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced difficult operation or not working/functioning during use. The following information was provided by the initial reporter: material no. 320122 batch no. 8047615 and 8281678. I have not spoken with the consumer. Letter received in office 2019-12-10. Date on letter 2019-11-29. Lot: 8047615 (3 boxes). 59 pen needles affected. Lot: 8281678 (2 boxes). 20 pen needles affected per letter sent in and attached to file. Here's another letter of bad needles for you! I have sent 2 letters to notify you of your product failure. I use bd ultra fine pen needles at 5 shots a day unless failure of your product. This is 79 out of 500 failure rate which is 16% which is very unacceptable for any company. I buy this product from a pharmacy and use 150 needles in 30 day if it doesn't work it goes up. I feel the need to be compensated for loss of bad needles, pain and suffering and time.